Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: after re-sheathing the filter, a couple of times to get the optimal filter placement, the filter was attempted to be re-sheathed one more time, but the filter deployed in the ivc. The physician was satisfied with the placement of the filter. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use the correct position of the introducer sheath tip must be verified by diagnostic imaging, before removing the dilator and advancing the filter and also, it warn not to rotate the expanded filter inside the vena cava. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information an exact cause cannot be established. No product was returned but a likely cause is that during the manipulation when re-sheathing the filter a couple of times, it inadvertently deployed in the ivc. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): k171712. Investigation is still in progress.

Event description:
According to initial report: the physician was in the process of placing the celect platinum ivc filter. He had re-sheathed the filter a couple of times in order to get the proper placement of the filter. In attempting to re-sheath the filter one more time he told me he was unable to re-sheath it and believe the filter deployed. The filter indeed had deployed in the ivc without the physician pressing the red safety button or the blue release button on the handle of the deployment catheter. Fortunately, there were no adverse events to the patient and the filter deployed in the ivc. The physician said he was good with the deployment, the filter was in the lumen, he was good with its placement and that he believe he should be able to retrieve the filter. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.